Manufacturer narrative:
Device motor error alarmed during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime alarm due to motor error alarm. Device was received with normal operating currents and passed unexpected restart error test. Motor passed motor test. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was unknown. During troubleshooting, found unexpected restart alarm, signal too low alarm, and displayable history check failed alarm in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.